Manufacturer narrative:
The investigation into the access site bleeding ¿ major issue has been completed. The device was not returned for benchtop investigation. According to the clinical information provided, patient was experiencing bleeding around impella sheath after insertion of guidewire repositioning unit (gwru). Impella angle matched, and bleeding issue resolved. The cause of the access site bleeding issue was use related with patient bleeding from access site after gwru insertion and bleeding resolved after impella angle matched.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported an 83-year-old male in st elevated myocardial infarction was implanted with an impella cp device for mechanical circulatory support. During support, the patient's hemoglobin dropped to 8.6 from 14, possibly from bleeding around the site. Two units of blood products were given to the patient.